Manufacturer narrative:
Hiczkiewicz, jaroslaw, et. Al. (2017). Acute embolisation of watchman plug onto aortic bioprosthesis followed by successful percutaneous removal. Advances in interventional cardiology, 13, 4, (50), pp. 349-350. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed using sedative drugs only and no general anesthesia. The patients¿ laa had ¿chicken wing¿ morphology and the maximum width of the ostium was 14.1 mm measured in transesophageal echocardiography (tee) during the procedure. A 27 mm watchman ® laa closure device and delivery system was initially used, but it had to be switched to a 21 mm closure device because of excessive protrusion. Correct localization of the watchman device was confirmed in fluoroscopy and tee, as well as by the tug test with 9% device compression (19/21 mm). Color doppler showed no significant peri-device flow. A few minutes after the procedure was finished, while the patient was still in the catheterization laboratory, there was a cardiac arrest with pulseless electrical activity. Immediately they began resuscitation and reintroduced the tee probe. The echo image showed embolization of the closure device on the aortic bioprosthesis with almost complete obstruction of flow. During heart massage only a very small jet of flow across the plug was observed. Resuscitation was continued. Six minutes after arrest, ventricular fibrillation (vf) was observed and patient was defibrillated once with ¿200 j¿ successfully. Position of the device and lack of sufficient flow through the aortic valve required immediate intervention. Meanwhile, an en snare vascular loop 6 × 10 was introduced using a 11 fr non-bsc vascular scaffold in the left femoral artery. The loop was protruded through bioprosthesis valves and they succeeded in catching the device and moving it down to the abdominal aorta. Soon after removing it from the prosthesis, return of spontaneous circulation (rosc) was observed. Afterwards, using an 18 × 30 loop and 16 fr scaffold, the device was removed completely. Time from embolization and cardiac arrest to rosc was about 30 minutes. The physicians believe that the patient survived only because they had the personnel and equipment prepared for such a situation. The percutaneous device snare and removal was much faster than patient transfer to the cardiac surgery operating room and surgical removal of the device. In fact, the device was snared during heart massage, which was continued without any interruptions for the whole period of cardiac arrest. This might have prevented neurological losses and contributed to survival. Afterwards, the patient was placed on the intensive care unit for 24-hour observation. One hour after the procedure the patient had already been extubated and was in full logical contact. One week after the procedure, the patient was discharged with no neurological defects.